Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Analysis of the log file showed image detector errors and warnings confirming that the most likely cause for the reported issue was in the image detector hardware. During troubleshooting, fse found that there was no voltage input at the flat detector and this was due to the chameleon power supply being faulty. Failure part analysis of the defective power supply confirmed that the power supply was defective. Fse replaced the chameleon power supply which resolved the issue. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that during a vascular procedure x-ray did not work. A reboot did not resolve, and the procedure was moved to another room. No harm has been reported. Philips has started an investigation of the reported complaint.